Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-09032. The pt received the scs sys on (B)(6) 2010. It was reported that the pt experienced ineffective therapy. Pt reported stimulation caused discomfort. The pt also felt pain at the ipg site. Multiple reprogramming attempts were unable to resolve the issue. An explant procedure is pending.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.